Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the lv (left ventricle) was high. The analyst noted that the lv lead pace impedance was steady at 500 ohm through the week of (B)(6) 2015, then rose out of range (>3000) ohms) starting the week of (B)(6) 2015. The alert for the out of range subthreshold lead impedance triggered on (B)(6) 2015. Additionally, the lv capture management threshold measurements were steady at <(><<)> 1.5v through the week of (B)(6) 2015, the last successful threshold test measurement was completed on (B)(6) 2015 with the measurements on the last 15 days aborting due to possible high thresholds. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high rv coil and superior vena cava (svc) coil impedances, and a possible fracture. Additionally, the left ventricular (lv) lead exhibited high impedances and a loss of capture. The leads remain in use. No patient complications have been reported as a result of this event.